Event description:
The nurse at the hospital reported to our sales rep that she was observing a surgery procedure. During the procedure, she observed that the surgeon was not able to fix the femoral head at the stem. A replacement was available and the surgery was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.